Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was in good condition and had been discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 with a diagnosis of acute obstructive hydrocephalus, intracerebral hemorrhage in the right basal ganglia into the ventricle, casting of the cerebral ventricle. Extraventricular drainage was required to relieve acute obstructive hydrocephalus. On (B)(6) an external drainage and monitoring system was used to continuously drain bloody cerebrospinal fluid, during which the external drainage tube worked normally. In the morning round of (B)(6), it was found that there was a small rupture in the heparin cap of the tee tube of the external drainage and monitoring system, which continued to leak a small amount of cerebrospinal fluid. The three-way tube was immediately closed, and the ventricular drainage tube and external drainage tube were removed. Since (B)(6), the patient continued to have a high temperature with a body temperature of up to 39.5°c. After multiple lumbar punctures, the cerebrospinal fluid was collected and tested, and they all supported the diagnosis of intracranial infection. The patient developed a new intracranial infection, the condition was aggravated, and the state of consciousness deepens to a moderate coma.